Event description:
The patient reported some bleeding, lack of therapy, and a fever and was instructed to go to the emergency department. X-rays were performed which confirmed migration. Additional testing revealed the patient had an existing uti, causing the fever. The emergency department physician pulled the trial neurostimulators on (B)(6) 2024 and the patient is now healthy. However, the patient will not be moving forward with a permanent implant procedure.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not achieving paresthesia on the table, and not performing an x-ray immediately after the procedure to confirm placement have been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, and not implanting the device according to the IFU were ruled out as potential causes. However, the patient had an unknown urinary incontinence problem, causing them to have utis frequently. The fever was due to the uti and is unrelated to the curonix device. In addition, the patient seemed to have issues with the adhesive sticking to the skin, causing the tegaderm to come loose and allowing the neurostimulators to migrate. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issues are unrelated to the curonix device as the fever was a result of a uti and the bleeding and lack of therapy was caused by the tegaderm coming loose and allowing the trial neurostimulators to migrate (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.